Event description:
The customer reported rinse solution leaked from the coulter ac*t diff analyzer. The volume of the leak is unknown. The operator was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter customer technical support (cts) assisted the customer with troubleshooting over the phone. The customer opened the front door and discovered that the vacuum isolator chamber (vic) was not draining. The cts stated that the vacuum chamber was full which caused the white blood cell (wbc) and red blood cell (rbc) baths to overflow. A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered a clogged probe wipe which caused the probe wipe to be completely covered with dried diluent. The fse also replaced the check valve by the vacuum isolator chamber (vic) and valve 7 as preventative maintenance. Results: failure mode of the leak is attributed to a clogged probe wipe block. (B)(4).